Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast reconstruction revision with a 325cc mentor memorygel breast implant experienced left sided rupture and left sided seroma post procedure. The rupture was accompanied by pain and expansion of the capsule. As a result, replacement with a 325cc mentor memorygel breast implant was performed on (B)(6) 2021. During replacement surgery, ptosis of the right implant was noted. Mastopexy and device replacement was then performed on the right side. The right implant was an unknown mentor gel implant. The left sided rupture was reported initially under 1645337-2021-11179 on (B)(6), 2021. On january 13, 2022 mentor received additional information and initial awareness of the right sided issue. This report relates to the right prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast reconstruction revision with a 325cc mentor memorygel breast implant experienced left sided rupture and left sided seroma post procedure. The rupture was accompanied by pain and expansion of the capsule. As a result, replacement with a 325cc mentor memorygel breast implant was performed on (B)(6) 2021. During replacement surgery, ptosis of the right implant was noted. Mastopexy and device replacement was then performed on the right side. The right implant was an unknown mentor gel implant. The left sided rupture was reported initially under 1645337-2021-11179 on october 6, 2021. On january 13, 2022 mentor received additional information and initial awareness of the right sided issue. This report relates to the right prosthesis.